Event description:
While using a byte night aligners, patient reported that the aligners cutting their cheek. Advised patient to file any sharp edges.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.